Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use during routine check, the cs300 intra-aortic balloon pump (iabp) had blood detected. There was no patient involved or no harm reported.

Event description:
(B)(4).

Manufacturer narrative:
Updated fields - b4, d9, e1, g1, g3, g6, h1, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) found clear liquid and blood residue in blood detect tubing. As per service manual followed blood ingress parts replacement instructions. Replaced safety disk crm, blood detect tubing, and purge valve assy. Completed all functional and safety tests per manufacturer specifications. Unit cleared for use.